Event description:
Boston scientific became aware of the event involving an axios stent through the article "self-assembling peptide gel application to achieve endoscopic hemostasis for fistula bleeding after lumen apposing metal stent removal" by kazunari nakahara et al a retrospective study was conducted on a 70-year-old woman who underwent endoscopic ultrasound-guided cystogastogastrostomy due to a refractory infected pancreatic pseudocyst. Two months post stent placement, an endoscopic view revealed a granulation polyp ingrowth into the axios stent in the stomach. The polyp was resected using polypectomy snare without bleeding. Subsequently, the axios stent was removed using grasping forceps. Post stent removal, bleeding from the fistula was noted. The endoscope was exchanged for an upper forward-viewing scope to achieve hemostasis. However, since the fistula gradually narrowed, the bleeding point could not be clearly identified. 3 ml of purastat was applied to the suspected bleeding site and hemostasis was achieved. The patient was then discharged after four days without any evidence of recurrent bleeding. Please see the referenced article for full details.

Manufacturer narrative:
Block b3: the exact date of event was not reported. The article published date is used for the estimated date of event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block g2: literature source: kazunari nakahara et al. "Self-assembling peptide gel application to achieve endoscopic hemostasis for fistula bleeding after lumen apposing metal stent removal" on behalf of department of gastroenterology, st. Mariana university school of medicine, kanagawa, japan, https://doe: 10.1111/den.14509 block h6: imdrf device code a0106 captures the reportable event of granulation polyp ingrowth into the axios stent in the stomach. Imdrf patient code e2314 captures the reportable event of a fistula. Imdrf patient code e0506 captures the reportable event of bleeding. Imdrf impact code f2301 captures the reportable event of the removal of the axios stent using a grasping forceps. Imdrf impact code f2202 captures the reportable event of an endoscopic view revealed a granulation polyp ingrowth, imdrf impact code f08 captured the reportable event of the patient was discharged after four days without any evidence of recurrent bleeding.